Event description:
The facility reported a pump with air in line alarm on channel a that would not clear. This problem occurred during biomed testing. There was no patient injury of medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 19 2007. Evaluation summary:the reported problem of a pump with an air in line alarm on channel a that would no clear was confirmed during product evaluation. The alarm was due to an out of specification air in line printed circuit board (ail pcb). The ail pcb was replaced and the device was tested.